Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4)to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming with a prismaflex st100 set , a fluid leak was observed due to a crack part on the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h6 and h10. H10: the actual sample was received and a pressure test was performed: a leak was observed from the y connector on the replacement line. Visual inspection observed a crack/hole in the y connector. The reported condition was verified. The cause was due to the broken y connector. The cause of the break could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not received, however, photos were provided. The visual inspection did not observe any specific issue on the set (no crack was observed). Nevertheless, the reported condition was verified based on the customer spotted that the reported leak came from the y connector of the replacement line post ump. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.